Manufacturer narrative:
Other text: additional information is provided in d.10., h.2., h.3., and h.6. Functional testing did not confirm the customer?s complaint. The root cause for this event is unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com. D.4. Full UDI number: (B)(4).

Manufacturer narrative:
D4: UDI updated **UDI related data quality updates only**

Event description:
It was reported that the device was giving a high pressure alarm. "When occluding, backpressure does not rise sharply to 40 at 100% oxygen it rises slowly." There was patient involvement but no clinical or patient injury reported.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.